Event description:
Boston scientific (bsc) crm received info that this bsc sales rep (sr) called technical svcs (ts) reporting this lead dislodged with no capture. This was verified from an x-ray. The sr stated, lead will likely be repositioned. No pt symptoms were reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.